Event description:
A pt reported their one touch profile was missing test results from the memory. Pt's blood glucose results were 106 and 175 mg/dl. Pt had symptoms of weakness, water retention, swelled feet and legs. Pt reported they were hospitalized for 5 days. Pt was monitored and treated with insulin, until pt was released. Pt was referred to the hospital by pt's doctor. Pt also mentioned that pt was hospitalized for a stroke 8 years ago. No further info has been reported.